Event description:
It was reported by medwatch that: "trialysis catheter started leaking from blue return side of catheter due to fracture."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the power-trialysis catheter was confirmed, but the exact mechanism of damage could not be determined. One 15cm power-trialysis catheter with pre-curved extension legs was returned for investigation. The catheter showed evidence of use. What appeared to be blood residue was observed within the catheter. Residue was observed on the trifurcation and connectors. A functional test revealed a leak in the venous extension leg at the proximal end of the molded trifurcation. No other leaks were observed in the tubing. The adjoining surfaces of the tubing at the leak site were rough and granular, which is indicative of a tear. The split was in the circumferential direction. Due to the evidence of use, it appears that the hole developed after placement. Flexing, twisting, or pulling the extension leg tubing may have been contributing factors that may have led to material fatigue; however, the exact mechanism of damage was unknown. The reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recq0159 showed no other similar product complaint(s) from this lot - attachment: [mw5080432 rga1277186.pdf]

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. [Mw5080432.pdf]

Event description:
It was reported by medwatch that: "trialysis catheter started leaking from blue return side of catheter due to fracture."